Manufacturer narrative:
H10: h2: additional information: b5. Corrected data: h6: health effect - impact code.

Event description:
It was reported that during a shoulder repair, the upper part of the first pass mini fell off in the patient's joint, and the broken pieces were removed from the joint with an accufex grasper. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder repair, the upper part of the first pass mini fell off in the patient's joint, and the broken pieces were removed from the joint with an accufex grasper. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).